Event description:
Byte invisible aligners is a horrible company who are not well regulated. I have tooth pain and worried about nerve pain and they don't give me any direct response or help even though I'm supposed to be dealing with "registered dental assistants". They copy and paste generic responses and I don't feel they should be allowed to move people's teeth around if they aren't going to invest money into actual health professionals answering direct questions. I really think they should be looked into and possibly fined. Personally, I paid (B)(6) and have not had any results and they refuse to give me any real help. They don't have a working phone number they just tell you to email them and when you do email them, they give response that have no relevance to your exact situation. They are making some people's teeth worse actually. This is very dangerous considering someone's smile can have a great effect on their lives and quality of life. FDA safety report ID# (B)(4).